Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of the returned modular cable revealed areas of corrosion within the modular cable in-line connector. In addition, areas of corrosion were also observed within the pump cable in-line connector. A specific cause for these findings could not be conclusively determined through this evaluation. The observed corrosion could have contributed to the report of driveline power fault alarms, that were confirmed through previous submitted log files, as well as through the retrieved log files during testing. Furthermore, the previous report of difficulty disconnecting the modular cable and pump cable could have been contributed to these findings as well. Lastly, following a thorough cleaning of the in-line connectors, no further driveline power fault alarms were observed. The modular cable, lot number 202058, was returned in used condition. The outer jacket and bend reliefs showed no evidence of damage; however, evidence of discoloration was observed. A specific cause for the discoloration could not be conclusively determined. Examination of the controller connector found it to be unremarkable with no evidence of damaged pins, debris, or corrosion. During the removal of the polyurethane outer jacket, no evidence of damage to the underlying armor layer. The bionate layer appeared unremarkable. Visual inspection of the underlying wires observed kinking but did not reveal any evidence of damage to the conductors. Insulation testing revealed no discontinuities or shorts. Upon disconnecting the pump cable and module cable, it was noted that significant force was required. Upon disconnection, green corrosion was noted within the in-line connectors of both the modular cable and pump cable. The origins of the corrosion could not be determined. The o-rings within the in-line connector of the modular cable were observed to be intact and free from damage. Continuity testing of the modular cable revealed an intermittent open connection on the power b line. Continuity testing of the pump cable segments revealed an intermittent open connection on the power b line on the distal portion of the pump cable. The remaining wires were unremarkable. The returned hm3 pump, serial number, (B)(4) was placed on a mock circulatory loop with the returned modular cable, lot number 202058, using a test system controller, patient cable, power module, system monitor and water loop. Driveline power fault alarms were observed on the system controller and system monitor. The returned components were then tested separately on the mock circulatory loop using the laboratory test equipment. Power fault alarms were also observed. Following the mock circulatory loop tests, both the in-line connectors were thoroughly cleaned. A repeat continuity testing was performed. All wires passed and no discontinuities or wire-to-wire shorts were induced, even with manipulation of the cables. The returned pump was then placed on the mock circulatory loop with the returned modular cable. No driveline power fault alarms were observed on the system controller and system monitor, even with manipulation of the cables. The pump and modular cable appeared to function as intended. Therefore, the observed corrosion in the in-line connectors may have contributed to the driveline power fault alarms. However, a specific cause for the corrosion cannot be determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. The patient was on the urgent transplant list due to recurrent alarms on the controller. No further information was provided.